Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, stations were on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations were on critical override. A technical support specialist (tss) ran the critical override reason query on the server results indicated the device was disconnected, with the reason listed as "system". Executed the downtime query results were normal. Verified access to both pes and healthsight viewer (hsv) confirmed working. Checked sync info 2.0 all device upload timestamps were current. Restarted datasync 1.0 as part of maintenance. Noted that a windows update was pending, but the server's rss status appeared stable. After these actions, all device critical override notices were cleared. The system functioned as intended after the technical support specialist repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, stations were on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.